Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed volume tests. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information a1, b5: there was no patient involvement. No additional information is available. Corrected information h6: health effect - impact codes updated to f27 additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an issue of failed volume tests was not reproduced. Evaluation sent the device for flow accuracy testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was determined to be within specification. The pressure plate springs requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.